Manufacturer narrative:
Our manufacturing operations employ quality control procedures which include statistical sampling, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The alleged defective sample have no been received at the site, consumer stated that the sample is not available. The complaint cannot be confirmed. Review of records does not provide any evidence of defective product.

Event description:
Burned back/bad burn [thermal burn]. It exploded [product quality issue]. Painful [pain]. Case description: this is a spontaneous report from a contactable consumer. A female patient of an unspecified age and ethnicity started to receive thermacare heatwrap (thermacare lower back & hip), (lot number (l) 61526 (B)(6) 2017, exp oct 2018 10:32, lot # also reported as m61526) from an unspecified date for years for lower back as a frequent user. The patient medical history was not reported. The patient's concomitant medications were not reported. On saturday (B)(6) 2016, patient was wearing one and it exploded and burned her back, bad burn. It was very painful. The events outcome was unknown. The action taken for thermacare heatwrap was unknown. According to the product quality complaint group: our manufacturing operations employ quality control procedures which include statistical sampling, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The alleged defective sample have no been received at the site, consumer stated that the sample is not available. The complaint cannot be confirmed. Review of records does not provide any evidence of defective product. Additional information has been requested and will be provided as it becomes available. Follow-up (29mar2016): new information received from the contactable consumer included additional lot number and new information received from the product quality complaint group included investigational results. Company clinical evaluation comment based on the information provided, the event "it exploded and burned her back" as described in this case is considered a serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, and the event is assessed as associated with the use of the device. This case meets follow-up 10-day (B)(6) and 30-day FDA reportability. Case comment: based on the information provided, the event "it exploded and burned her back" as described in this case is considered a serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, and the event is assessed as associated with the use of the device. This case meets follow-up 10-day (B)(6) and 30-day FDA reportability. Evaluation summary our manufacturing operations employ quality control procedures which include statistical sampling, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The alleged defective sample have no been received at the site, consumer stated that the sample is not available. The complaint cannot be confirmed. Review of records does not provide any evidence of defective product.

Event description:
Burned back [thermal burn]. It exploded [product quality issue]. Painful [pain]. Case description: this is a spontaneous report from a contactable consumer. A female patient of an unspecified age and ethnicity started to receive thermacare heatwrap (thermacare lower back & hip) , from an unspecified date for years for lower back as a frequent user. The patient medical history was not reported. The patient's concomitant medications were not reported. Saturday (B)(6) 2016, patient was wearing one and it exploded and burned her back. It was very painful. The events outcome was unknown. The action taken for thermacare heatwrap was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment based on the information provided, the event "it exploded and burned her back" as described in this case is considered a serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, and the event is assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the event "it exploded and burned her back" as described in this case is considered a serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, and the event is assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability.